Manufacturer narrative:
9612392-2007-00007 and 9612392-2007-00008 are reported from the same facility. We are now investigating unclear points in this case.

Event description:
Event: injection site joint pain and swelling. In 2007- a female pt received artz dispo (=sodium hyaluronate) injection for the treatment of osteoarthritis. On three days later- she experienced pain. Her joint fluid was clouded, wbc was 9,200/ mcl, and crp was 4.81 mg/ml. On two days later, her joint cavity was cleaned and she was administered 1g of flumarin (flomoxef sodium).